Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse effect to customer's blood glucose level. No additional information was provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.